Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) along with the competitor's right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance. A health care professional (hcp) had patient performed a patient interrogation and the shock impedance was normal. Further, isometrics was done and no noise noted. Shock impedance measurements were consistent in a 50 ohms range. The field representative stated that the patient will continue to be monitored. Additional information received and indicated that the source was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.